Event description:
According to the reporter, on (B)(6) 2017, during the procedure, the device was difficult to toggle, load and unload in which the first time it did not catch the needle during a procedure. One incident, the needle was left in the tissue another issue was it did not release needle and broke it. No details were provided regarding patient outcome. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the blades were bent. The blades were bent into position and functional testing noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blades indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.